Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance due to fracture. There was a right ventricular (rv) and superior vena cava (svc) rise noted on the lead trend. Additionally, the lead alert for high impedance triggered on two occasions. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45, lead, implanted: (B)(6) 2008. 419688 lead, implanted: (B)(6) 2012. (B)(4).